Event description:
(B)(4). Since essure, I've had severe cramping, painful heavy bleeding throughout the month.. Was never told of any sever side effects and that it was a non surgical procedure. I was put to sleep in a hospital for implants. I've had several dr visits and have only one tube but two coils.. I was never tested for nickel or titanium allergies prior to implants. Since implants I break out in rashes, severe headaches. Also found out I'm allergic to nickel...please take it off the market...